Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported issue did not involve the ge healthcare avance cs2. There was no reportable malfunction on the unit initially reported. H3 other text: additional information was received that the reported issue did not involve the ge healthcare avance cs2. There was no reportable malfunction on the unit initially reported.